Event description:
It was reported the device was used during a hernia repair procedure. It was reported by the affiliate that it was difficult to release the staples. There was no pt consequence.

Manufacturer narrative:
Tracking #.47870. Based upon inquiry info rec'd, visual examination and functional test, no conclusion could be reached as to how the reported event occured. The instrument was rec'd with one staple out of the nose, which was removed, then was cycled and fired the remaining 22 staples within design specs and without incident.